Event description:
A report was received that during inventory inspection, foreign material was found inside the sterile pouch of a durastar ptca balloon catheter. The seals were intact. The product was not used and no pt injury occurred.

Manufacturer narrative:
The product was not returned; however, photographs were received that show that appears to be a foreign particle inside the sterile pouch. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint could be confirmed, based upon the photographs. An internal investigation was opened to address this issue in the durastar family.

Manufacturer narrative:
One unit of dura star of 4.00 x 15mm was received in the sterile packaging. The box was opened and the pouch was closed. The middle section of one of the supplier pouch seals was reduced. The width seal appeared reduced from the inside out. Transfer material was observed on the film on the reduced section of the seal. The product was at the correct position with foreign material found inside the pouch. The supplier seal width (reduced area) was measured and found within of specification. The foreign material was measured and it was found that out of specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint from the (B)(6) warehouse of foreign material inside the pouch was confirmed through failure analysis, the exact cause of the event could not be determined, but is considered to be related to the manufacturing process and a (B)(4) has been opened to address the issue.